Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2013. On (B)(6) 2018, the patient complained that there was a noise from the patient¿s hip joint. Then, the surgeon found that the polyethylene liner was broken under x-ray. The revision surgery was performed on (B)(6) 2018 by replacing the liner, the head, and the stem. No further information was provided by the hospital. Doi: (B)(6) 2013; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the acetabular liner does find evidence to support a disassociation event as the reason for revision. Product error with regard to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.